Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
Product return received for receiver, product investigation concludes assembly error.